Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000907995 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-180/ lot 0000907995, test base part number 195-430wl/ lot 907995. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000907995 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the patient sample or customer technique.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2025 with a nasal sample. Previous testing (ihealth covid-19 antigen rapid test) was performed on (B)(6) 2025 generating a positive result. The consumer stated that they were experiencing symptoms of cough and congestion. The consumer confirmed there was no patient harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in their treatment.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2025 with a nasal sample. Previous testing (ihealth covid-19 antigen rapid test) was performed on (B)(6) 2025 generating a positive result. The consumer stated that they were experiencing symptoms of cough and congestion. The consumer confirmed there was no patient harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in their treatment.